Event description:
It was reported that the patient with this pacemaker device exhibited loss of capture (loc) and noise on the right ventricular (rv) channel. Upon review, the patient underlying rate was visible in stored events that were reviewed. The rv pacing impedance values were within the normal range which could indicate lead integrity issue. There was pacing inhibition noted along with asystole for less than 2 seconds. Technical services (ts) recommended to increase output to prevent loc if possible. This device remains in service. No adverse patient effects were reported.